Event description:
After placing the endotracheal tube (et) on a cardiac arrest patient, the paramedic was unable to obtain an etc02 reading. The paramedic tried zeroing the machine without success. The paramedic questioned if this was a user error as when machine prompted to test using room air adapter, user did not. Tube placement was confirmed using a tube check. Lung sounds were verified. Unit pulled from service and sent to biomedical engineering department for evaluation.